Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the recon locking screws missed the expert lateral femoral nail during surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lateral femoral nail /unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.